Event description:
It was reported to olympus that error code b30 and e216 displayed on the light source. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, g2, g3. G3 - correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 9 july 2024. Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the scope communication error b30 could not be specified, and the device was not returned to olympus for the inspection. In speaking with the customer, it was suggested to remove scope, clean gold contacts on scope connector with an alcohol prep pad, and dry before reconnecting scope and powering system back up. Olympus will continue to monitor field performance for this device.